Event description:
The physician reported the coil prematurely detached during a p-com aneurysm coiling embolization. The coil was retrieved with the use of non-boston scientific multi-snare. The procedure was extended by two hours, and was unable to be completed at that time. The physician reported the patient suffered no adverse effects as a result of this phenomenon.

Manufacturer narrative:
The device in question has not been returned to boston scientific for further investigation. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. If the device is returned, and further significant information is found, a supplemental report will follow.